Event description:
The doctor injected 1 ml of cosmoderm eight months ago. In the first revision, the doctor noticed the pt developed very little unilateral nodules on the periorbital wrinkles. The pt went to live in other country, but kept in contact with the doctor by mail. The pt's health did not improve and the pt visited another doctor in other country. The pt started taking oral antihistaminic and anti-inflammatory (ibuprofen) but there was no improvement. At the beginning of the year, the pt sent a photo to the doctor in other country which showed inflammation on the loco-regional area and a tumour with infection. Currently, the physician is prescribing ciclofloxacine 750 mg., varidasa, gastric protection with omoprazol on anagastra and topic antibiotic cream (plasimide). Allergan is performing follow-up to acquire the lot # and any additional information.